Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The insulin pump received a motor error alarm. The drive support cap of the insulin pump was normal. The alarm occurred while trying to rewind the insulin pump. The customer was unable to rewind the insulin pump due to the alarm. Troubleshooting was not performed for high blood glucose values. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms.